Event description:
Ng tube broke while in patient, resulting in a fragmented segment of the tube being retrained in the stomach. Observation of the fragment once retrieved noted the appearance of a balloon/aneurysm that had likely popped, resulting in the breakage. Corflo nasogastric/nasointestinal feeding tube with stylet with enfit connector avanos medical inc. 6-fr 91 cm tube.